Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of stent migrated. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treated a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed in (B)(6) 2016. According to the complainant, after the stent placement procedure (exact length of time unknown), a repeat endoscopy was performed for debridement. During this procedure, it was noted that the axios stent was missing. Fluoroscopy was performed and it was initially thought that the stent was within the cyst cavity, but the stent could not be found. The patient then developed abdominal pain and discomfort. A computed tomography (CT) scan was performed, which showed that the stent was in the small bowel with dilated loops of small bowel upstream. With conservative management, the stent passed into the patient's colon and was expelled without additional intervention. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.